Event description:
Customer stated that they were hospitalized in the intensive care unit from (B)(6) 2014 due to high blood glucose levels. The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 140, blood glucose reading were in the 400-500mg/dl range. It was also reported that the insulin pump would go blank and then come back on. Troubleshooting occured. No additional information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.